Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) called guidant's technical services to report his disappointment in the doctors who did the device implant. The patient reported a couple of lead dislodgements in the past and is now being told that implantable transvenous defibrillation lead lead is going bad, that the device is oversensing and another lead is needed. Shocks were delivered due to physical manuevers that the patient was performing at the time. The patient states not wanting surgery because of the above issues. A guidant sales representative reported the patient has had some pacing inhibition, however, all lead measurements and r waves are normal.